Event description:
It was reported that the patient experienced sudden loss on continence last month with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The explanted device was discarded. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the cause for the incontinence could not be determined. No more information was available through physician. No more information available at the moment. Should additional information become available, it will be provided.